Manufacturer narrative:
Received 1 used foley catheter attached to a drainage bag. Visual inspection noted no obvious defects. A functional evaluation was performed via a flow rate test. The balloon was inflated with 10cc's of water. While inflated, the flow rate was 180ml/min, 175/min and 180ml/min. The sample was found to be with in specifications as the internal flow specification is100ml/min minimum. Water was introduced thru the drainage eye and came out from the drainage funnel without difficulty. The catheter was dissected and no conditions were found that could have contributed to the reported event. The complaint was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was placed into the patient. Soon thereafter, it was noticed that the catheter was not draining. The foley catheter was irrigated without difficulty; however, the catheter would not drain urine. The catheter was then removed and replaced. It was reported that there was no patient harm.